Event description:
Procedure: laparoscopic low anterior resection. According to the reporter: after setting the battery and adapter and sulu, egia60amt, even when the blue button was pressed the jaw would not be closed. Confirmed the normal lighting conditions in all the status indicator and firing progress indicator. After setting the adapter, the calibration was performed normally. Also confirmed the sulu could be fully rotated upon setting. Trying to solve the problem, the adapter was tested again with idrive. However confirmed the same failure conditions would not be solved. Operating time extended by less than 30 minutes. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/31/2014. Based on new information provided by the account, this report was determined not to be reportable.